Event description:
The loaner external pulse generator was returned and subsequently analyzed, and tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found that the keyboard and both board connector cables were out of specification.